Event description:
Prior to surgery it was believed that the patella was the cause of the pt's discomfort. Intraoperatively, it was determined that the baseplate should be revised. The patella was left in the pt.

Manufacturer narrative:
Summary of evaluation: evaluation cannot be performed. There is no evidence that the device failed to meet specifications.